Event description:
During preventative maintenance of the device, the user reported the heater cooler demonstrated poor flow during cool down and rewarm. The user reported that the valve 2 was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.